Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-09374. It was reported the patient lost effective therapy due to lead migration. X-rays confirmed the leads had migrated from c2 to c3. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2 : reference MFR. Report#: 1627487-2018-09374 . Additional information identified the patient underwent surgical intervention on (B)(6) 2018, where one lead was repositioned and one lead was replaced with a new one. The physician was unable to reposition one of the leads due to scar tissue, so he decided to replace it with a new one. The patient is receiving effective coverage.